Event description:
It was reported that the left ventricular (lv) lead was not capturing with high outputs, possibly due to dislodgement. An attempt was made to advance the lead with a stylet but failed to obtain a working placement. The lead was removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010; 4574 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.